Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline smooth breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with an unspecified non-mentor gel breast implant on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed a tear located at a junction at the shell and patch. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).